Event description:
Product was used during a laparoscopic cholecystectomy procedure. Pneumoperitoneum leaked from the instrument. Surgeon applied another device to complete the procedure. Hosp has reproted that no pt injury occurred.

Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the manufacturer for evaluation.